Event description:
It was reported that the 9900 system would not boot (communications failure). Another system was used to complete the case. There was no patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Reloaded the m4 software. The system was tested and found to be working as intended and placed back into service.